Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the patient¿s power cable being damaged, as well as a controller fault alarm, were confirmed. The log file provided from this system controller contained data spanning approximately 14 days (25feb2021 ¿ 11mar2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A controller internal fault alarm was observed on 10mar2021 at 23:55, correlating to an overvoltage condition. At this time, the black cable¿s voltage was observed to be around 0 volts while the rsoc within the black cable was approximately ~0.25 volts, triggering the alarm. The controller fault alarm remained active throughout the remainder of the log file, as controller faults caused by an overvoltage condition can only be cleared upon power cycling the controller. The returned system controller (serial number (B)(6)) was observed to have multiple tears within its black power cable upon arrival, exposing the inner shielding and wires. Upon connecting the controller to power, a low voltage advisory became active. When the white cable was disconnected from power and the black cable remained connected, a no external power alarm became active. Reconnecting the white cable reverted the alarm back to low voltage advisories. The continuity of every individual wire within both power cables was measured and was unremarkable. The controller¿s cables were opened, and the green and clean wires (both positive power lines) within the black power cable were observed to be physically damaged around the observed tears in the cable jacket. The damaged wires were also observed to have been potentially shorting to the cable¿s shield. The original cables were replaced with test cables. The controller was functionally tested with test cables and was found to perform as intended. Although controller fault alarms due to an overvoltage condition were not reproduced, damage to both of the positive power line wires and the cable¿s shielding could have caused the alarm to occur. The root cause of the observed controller fault alarms was determined to be damage to the black power cable. Per additional information, the root cause of the damage to the black power cable may have been the patient¿s dog chewing on the cable. Heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the controller fault, low voltage, and no external power alarm. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number hsc-(B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient required a controller exchange due to a damaged controller wire. The patient had a controller fault alarm. Upon review of the patient's log files, the internal controller faults began on (B)(6) 2021 at 11:55pm. The fault was due to an over-voltage within the controller circuitry. There were no unusual event's noted after the controller was exchanged. Upon further review of the log files from the original controller there was a no external power event on (B)(6) 2021 due to power to the mpu being briefly interrupted. The patient reports that their dog had been chewing on one of the controller power leads.